Event description:
It was reported that during a procedure, t1 and t2 anchors deployed together. The anchors were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed no ts or suture remain on the delivery needle or were returned for examination. The needle is dramatically bent on two planes. The actuator is lodged at the distal end of the needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during a meniscus repair, t1 and t2 anchors deployed together. The anchors were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.